Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing provided by user, the device evaluation and the lms final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: aug 20, 2024. Sampling from: sampling from: biopsy channel, suction channel bacterial identification/ colony forming unit (cfu): 1cfu_klebsiella pneumoniae, 8cfu_pantoea spp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The lm reviewed the customer provided cds processes and no information was obtained to enable a determination of deviation from the instructions for use (IFU). Based on the results of the investigation, the relation between the subject device and the detection of bacteria at user facility was not identified. The root cause of reported issue could not be specified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colono videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.